Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. A return sample evaluation was not performed because tubing was not available. If any further relevant information is obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 the nurse reported that the patient had percutaneous endoscopic gastrostomy and jejunostomy (pegj) tube placed at 09:30am. After the procedure the patient returned to the ward and developed severe pain during the post-operative period. The patient was reviewed by the gastroenterologist and was started on antibiotics intravenously (IV) and due to the pain that a CT scan on was performed on (B)(6) 2016 which reportedly showed pneumoperitoneum. The duodopa has been suspended until further notice and the patient was placed back on oral duodopa therapy. The patient was being transferred to the public hospital for a closer observation. On (B)(6) 2016 it was reported that oral antibiotics continued as a prophylactic treatment and there is some mild stoma site pain. On (B)(6) 2016, it was reported that the peg and j tube was being removed due to patient developing a stoma site infection overnight and the discharge from hospital was delayed. The patient's spouse reported that the patient was discharged from hospital on (B)(6) 2016 with naso jejunal (nj) tube in place for continuation of duodopa therapy.